Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak is confirmed only from the medical information, independent assessment was not performed due to a lack of medical imaging. This is consistent with the reported adverse event/incident. The device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The procedure-related harms identified were, access site complications, and requiring an open repair on the left femoral artery. The final patient status was reported to be stable post the re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately four and a half (4.5) years post initial procedure, the patient presented at routine follow-up with a type iiib endoleak and asymptomatic. The physician elected to treat the patient by implanting an additional afx2 bifurcated stent graft and an afx vela infrarenal proximal extension on (B)(6) 2021. The final angiogram confirmed no endoleaks were present, and the patient reportedly tolerated the procedure well.